Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked at top surface; bottom case cracked at main case screw hole. Error history log review found a motor not running error. Motor not running was found at the beginning of occlusion test. The root cause of the reported issue was found to be old teflon and grease debris covered the sensor on main board and worn coupling facets. Actions were taken to mitigate the reported issue: cleaned the sensor on main board, replaced delrin washer. Cleaned and greased the whole motor assembly. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that the pump had a motor not running error. No patient injury was reported.